Event description:
The manufacturer's clinical specialist reported that the patient had generator replacement on (B)(6) 2013. The explanted device was received by the manufacturer for analysis on (B)(6) 2013. However, product analysis has not been completed to date. The return product form indicated the reason for replacement as prophylactic.

Event description:
It was initially reported that he patient was referred for surgery on (B)(6) 2013 due to an unknown reason. Later, clinic notes dated (B)(6) 2013 were received which reported that the patient continued to complain of pain in the left breast at the generator site as she had for some time. When she rolls over onto her left side at night it causes a lot of pain and discomfort at the generator area. It is alleviated when she rolls onto her back or onto her right side, per the clinic notes. However, the pain had recently increased and became more intolerable. She reported mild discomfort when palpating the tissue around the device with no signs or symptoms of infection. Therefore, the patient was referred for surgical consult regarding moving the generator closer to the left axillary area. The device was interrogated with no indication of device malfunction. No parameters settings were adjusted at that time. Follow up with the treating nurse revealed that the pain began over 6 months ago, and surgery is being taken to preclude a serious injury. No causal or contributory programming changes, medication changes, or other external factors preceded the onset of the pain. Although surgery is likely, it has not occurred to date.

Event description:
Product analysis of the generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.